Event description:
Pt reported obtaining back-to back blood glucose results of 199 mg/dl and 90 mg/dl, while using the suspect device. Pt indicated that, at the time the results were obtained, she was feeling as if blood glucose was low. Pt self-treated by drinking cola. No pt injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product, and replacement product was shipped.